Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead exhibited noise and oversensing that resulted in the delivery of inappropriate shocks. A chest x-ray was done and both leads appeared fine. Impedance measurements were within normal limits. R-waves were noted to have decreased. A connection issue was suspected. An invasive procedure was performed in which the ra and rv leads were surgically abandoned and replaced and the device replaced as well. Additional information was obtained from the field representative indicating that the connection issue was not confirmed and no therapy exhaustion resulted from the delivery of inappropriate shocks. This system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.